Event description:
The customer reported that one holter scan over-wrote into another scan, which caused two pts to have the same ECG data.

Manufacturer narrative:
The customer reported that one holter scan over-wrote into another scan, which caused two pts to have the same ECG data. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.